Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) undersensed ventricular fibrillation, causing the patient to become syncopal. The device did not administer therapy. The device was set at nominal sensitivity. The device did not sense all patient's beats. The sensitivity was reprogrammed to maximum.,